Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse of a customer reported via phone call of having high blood glucose of 532mg/dl. The nurse indicated that the customer did not administer their basal at night and this may have caused the high blood glucose. No further details given.